Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported "capsular contracture grade IV right breast, right breast firm capsule with implant superior displacement and decreased width of breast mound. 410 textured implants placed in 2015, now causing pain in right breast". This record is for for the "right" side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, d6b, e3, h3, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV, firm capsule with implant superior displacement and decreased width of breast mound. 410 textured implants placed in 2015, now causing pain". The device has been explanted and replaced with non-abbvie device.